Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the needle was separated from the sensor. This complaint is against the enlite insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that needle disconnected from sensor. Serter and sensor would be replaced.